Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06179. It was reported the patient fell while in the shower and subsequently reported that the stimulation caused her pain in the bladder and kidneys. Imaging and programming verified that both leads have migrated. Patient is unsatisfied with the device, and stated she has not received adequate relief of her back pain and would like the system removed. The patient is scheduled to meet with her physician and determine the next course of action at a future date. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.